Event description:
It was reported the devices was not used during a procedure. It was reported by the affiliate that the devices are being returned because the customer had previous problems with devices from the same batch. The defective devices were disgarded. The nature of inquiry is stated as impossible to fire. There was no pt consequence.

Manufacturer narrative:
Tracking #.44880. Device-a. D5; h4: info not available, device not returned for analysis.